Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had several air bubbles in the reservoir. The customer stated they were unable to resolve the airi bubbles. The customer's blood glucose was over 200 mg/dl at the time of incident. Customer did not troubleshoot for the issue. The customer declined to return the product for analysis.